Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the battery compartment was cracked. The customer states they went snorkeling with the pump and it was exposed to salt water. The customer's blood glucose level at the time of incident was 425mg/dl. The customer treated the high with manual injection. The customer states the buttons were unresponsive. The customer's most current level was 98mg/dl. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector on lcd board. We were unable to perform any tests due to buttons unresponsive. The insulin pump was received with moisture damage on electronics assembly, broken battery tube thread, corroded battery tube, cracked reservoir tube lip and minor scratches on display window noted.